Event description:
It was reported that: after a CABG procedure, the pt was connected to the ventilator. A chest tube was in place as normal procedure based on the type of surgery. At some point, the user observed that the chest tube was drawing air. Additionally, the pt appeared to have developed an auto peep, and was working hard during expiration. The pt was relocated to another ventilator.